Event description:
It was reported that for two successful devices follow-ups, pdf print was displayed, but the corresponding files were not stored on the hard disk (not visible on export/import screen). It should be noted that after each of these follow-ups, the patient file had been exported with paceart export function. Than the usb cable of the device for paceart export has been disconnected and a pc card has been inserted, leading to programmer crash followed by an endless reboot loop (smartview 2.44 installed). Preliminary analysis showed a hardware issue in addition to an inadequate management of interrogating a device with the same family of the device for which a paceart export function was launched before. The programmer will be returned for repair.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that for two successful devices follow-ups, pdf print was displayed, but the corresponding files were not stored on the hard disk (not visible on export/import screen). It should be noted that after each of these follow-ups, the patient file had been exported with paceart export function. Than the usb cable of the device for paceart export has been disconnected and a pc card has been inserted, leading to programmer crash followed by an endless reboot loop (smartview 2.44 installed). Preliminary analysis showed a hardware issue in addition to an inadequate management of interrogating a device with the same family of the device for which a paceart export function was launched before. The programmer will be returned for repair.